Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several possibly inappropriate shocks while the patient was lifting something heavy over a fence. Technical services (ts) was contacted for a review, and ts informed that the first shock put the patient into ventricular tachycardia (vt), and the second shock converted the patient's rhythm. It was discussed that the instead of vt, the rhythm could have also been sinus with rate dependent bundle branch block (bbb) with some oversensing. The event could not be reproduced in the clinic, so no programming changes were made. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several possibly inappropriate shocks while the patient was lifting something heavy over a fence. Technical services (ts) was contacted for a review, and ts informed that the first shock put the patient into ventricular tachycardia (vt), and the second shock converted the patient's rhythm. It was discussed that the instead of vt, the rhythm could have also been sinus with rate dependent bundle branch block (bbb) with some oversensing. The event could not be reproduced in the clinic, so no programming changes were made. The s-ICD system remains in service. No adverse patient effects were reported.